Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted; however, the past bg levels could not be recalled. The customer indicated that the current bg level was 195 mg/dl and insulin injections were used to address the bg level. During a system check for the current occlusion, the customer inadvertently removed the cartridge and the system check was unable to be completed. Tandem technical support was unable to determine a possible cause of the occlusions.